Event description:
Left total knee arthroplasty using finn rotating hinged knee prosthesis performed 2001, with revision of loose femoral component 5 months later. Pt reportedly developed clicking with persistent swelling and underwent add'l surgery 2002. Operative records state that tibial bearing found worn and broken.